Event description:
Customer reported the system would not take a film shot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the filmer guide rail. System operates as intended.